Event description:
I had the mesh implant in (B)(6) 2009 and in (B)(6) 2010 I had an anaphylactic shock reaction to a antibiotic for pneumonia. I nearly died from this. In (B)(6) 2010 I had another anaphylactic reaction to another antibiotic for the pneumonia. I was having health issues starting then but did not know what was happening to my body. It wasn't until I started seeing the tv commercials about transvaginal mesh complications I realized that my body was rejecting the mesh. Later that year the sui and pop was back and so in (B)(6) 2011 I had a anterior repair done but the mesh was not removed. I was having a lot of medical issues cropping up but could not convey to my dr's that it was the mesh causing the issues. In 2011 I also had severe osateo arthritis in both knees and required surgery on both knees. In (B)(6) 2011 I had a uterine hemophage and again in (B)(6) 2012. I was referred back to my gynecologist who did the surgery and she confirmed that the vaginal mesh had eroded the vaginal wall. She wanted to "fix" it and I said no, I want it all removing. She told me she wasn't experienced enough so I was referred to another surgeon. I had a partial removal done in (B)(6) 2012 which did not resolve any of my health issues, I would say it was the worst thing I could have done. In (B)(6) 2012 I was diagnosed with sle lupus. Due to all of my health issues I had to retire from my 31 yr career with the federal government. I am desperately trying to find a surgeon in (B)(6) who can remove the "tabs" of my device in hopes I will have better quality of life. The list of health issues are: sle lupus, fibromyalgia, ctdd, mdas, foreign body rejection, cfs, severe antibiotic allergies that require me to only have antibiotics administered in a controlled environment ie ER, osteo arthritis in which I require knee replacements but my surgeon wont do it because he said I would probably reject the replacements...this has affected my mobility to the point of using canes to get around...I am in pain constantly...I have recently sold my home in order to be able to travel to the us for total removal surgery. I spend 90% of my time on my couch as my mobility is greatly affected. It has also caused me to experience depression and anxiety issues. My life will never be the same because of a 45 minute surgery that was supposed to make my life better. (B)(4).